Manufacturer narrative:
Additional information indicated that there was a potential lv lead conductor fracture suspected. However, there was nothing notable on the chest x-ray. An lv lead revision/replacement procedure planned to be performed at a date in the near future. No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this transvenous left ventricular (lv) lead was exhibiting high out of range pacing impedance measurements greater than 2000 ohms. There was also an increase in pacing threshold measurements. R- wave sensing had decreased to 2 mv from 6 mv. The patient was sent to have a chest x-ray performed.